Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #: 2134265-2011-06104. It was reported that during a stenting treatment procedure, stent damage and a vessel dissection occurred. The physician attempted to cross a 2.25x8mm ion stent through previously placed a 2.25x12mm ion stent in the circumflex to treat an artery dissection at the distal edge of the stent, however, the 2.25x8mm ion stent became stuck and caused stent damage to the 2.25x12mm ion stent already in place. Was unable to recross the stent, the physician decided to remove the 2.25x8mm ion stent. The physician tried to correct the stent damage of the 2.25x12mm by expanding the first unknown balloon of 1.5mm diameter and then a second unknown balloon at 2.0mm diameter with in the damaged stent. All of this occurred in the proximal segment of the implanted 2.25x12mm ion stent for which there seemed to be shortening of the stent and there looked to be more metal in that area. The procedure was completed with this device. No patient complications were reported and the patient's status is listed as stable.

Event description:
It was further reported that the cause of the dissection was due to the implantation of the stent. When the physician attempted to cross the already implanted stent is when the 2.25x 8mm ion became stuck. The physician said there appears to be more metal at the edge of the 2.25x12mm stent. The dissection was treated medically with integrilin.